Manufacturer narrative:
Product analysis: the complaint was confirmed. However, stylus was able to be successfully calibrated without repair. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. The programmer was returned for service. There was no patient involvement.